Event description:
The user's internal device has shifted since surgery, causing the external processor to no longer sit appropriately on her ear. The recipient could not wear the audio processor (sonnet 2 or rondo 3) without it now hitting the glasses and without discomfort. A revision surgery took place on (B)(6) 2021. The implant housing migrated and initially the surgeon intended to move the same device back into position. While dissecting tissue away from the lead, the array was inadvertently pulled out of the cochlea and so a new implant was used.